Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with the implantable cardioverter defibrillator exhibiting t-wave oversensing. The post paced threshold was adjusted as recommended. The patient had no complaints and remained in stable condition.